Event description:
Our affiliate in foreign country, informed us that in 2009, they were notified by an attorney's office of a pt who went to an optician to request surevue contact lenses. The attorney letter reports the pt was given the wrong power in a trial lens. The pt returned to the shop for the correct power, but none was available. The letter alleges the pt was given the option of an acuvue advance contact lens. According to the optical shop, the pt picked the advance lenses and was not given them by the optician. On event date, the pt experienced "intense redness" in the left eye. As reported by the attorneys, one week later, the pt was sent to the hospital for an emergency admission. The actual admission dates are in the following month, as reported by the hospital. The hospital physician diagnosed: "corneal infiltrates and abscess in the left eye." It is reported that "vision is affected." No additional info has been received. No product or lot info has been provided. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow up.